Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp jumbo 3 2013 ap 4901730080156 0037131782apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). Lot # is not available. UDI # is (B)(4). Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states, but is similar to device marketed in the USA. (Band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa) device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is being reported as an overabundance of caution. There is no indication that product caused or contributed to the event. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00025. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand kpp jumbo. About one week prior to this reporting, a male consumer fell down and injured his knee and elbow. About 2 days after applying the product, he visited a hospital because the wound of his knee was deep and had not gotten better. According to the consumer, he was told by a physician at the hospital to choose whether getting stitches or closing with a tape. He had his wound treated with an ointment and a tape without getting stitches. He had also been using kpp for an elbow wound and it swelled white as of this reporting. He was going to treat the wound of the elbow with an ointment at the next time of replacing. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00025. The same patient is represented in each medwatch.